Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case, the patient went into hemodynamic collapse during positioning of the edwards 26mm sapien valve and required approximately five (5) minutes of cardiopulmonary resuscitation (CPR). Additional investigation of this event indicates the patient recovered from the procedure and is doing well. Cardiopulmonary bypass (cpb) and/or intra-aortic balloon pump support were not required. Per report, the patient's blood pressure recovered nicely post balloon valvuloplasty (bav). The sapien valve was advanced with the ascendra delivery system across the native valve and positioned. A root shot was taken under rapid ventricular pacing (rvp). Pacing was stopped and it was decided to reposition the valve and take an additional root shot with rvp. The patient's pressure, however, did not recover prior to the second root shot which resulted in lv stunning as evidenced by severe hypotension and an akinetic lv on echo. CPR was initiated and boluses of epinephrine were administered to resuscitate the patient. During the episode of hypotension and lv standstill, it was decided to deploy the edwards sapien valve without rapid pacing. The valve was deployed successfully and CPR continued to be administered. The case physicians indicated the probable cause of the hemodynamic collapse and lv stunning was related to the patient's critical aortic stenosis, low ejection fraction (ef 35%) and obstruction of native aortic valve with ascendra delivery system and sapien valve. The case echocardiogram was reviewed when the patient was stabilized which revealed an anterior paravalvular jet that was left alone and deemed clinically insignificant, the apex was closed without further incident.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension post valve deployment including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. In this case, the (B)(6), male patient, with an ef of 35%, was slow to recover from the rapid pacing, resulting in critical hemodynamic instability. As noted in the clinical information, the implanting physicians attributed the event to the patient's critical aortic stenosis, low ejection fraction (ef 35%) and obstruction of native aortic valve with delivery system and edwards sapien valve. Per report, the event was not related to valve dysfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.